Manufacturer narrative:
This report is for correction of d9 (returned to manufacturer).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (B)(4) was implanted via l-p shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: (B)(4)). Due to a suspicion of obstruction angiography was performed and confirmed that there was flow in the abdominal cavity but no flow on the lumbar side. The valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
Unique device identification (UDI) - (B)(4) or (B)(4). Certas valve (828806) has been returned for evaluation: failure analysis- the position of the cam when valve was received was at setting 2. The catheters were irrigated, no occlusion noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.